Manufacturer narrative:
Lot #: suspect lots h22106028 and h22e20027. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked from an unspecified location. The twist clamp was not working. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted for suspect lot h22e20027 and there were no deviations found related to this reported condition during the manufacture of this lot. Lot h22106028 is invalid, therefore a batch review was not conducted for this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.